Event description:
A endurant iis stent graft system were implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. An endurant limb was attempted to be used. The access vessel measured 10 mm in diameter and there was no calcification noted. The proximal neck was mildly angulated. There was no thrombus or calcification on the proximal neck. The right and left iliac artery were mildly calcified. The proximal aortic neck measured 21 mm in diameter and 2.5 cm in length. The right common iliac artery measured 16, 20, 17 and 16 mm in diameter. The left iliac artery measured 15, 14, 15 mm in diameter. It was reported that event occurred during procedure. The hydrophilic coating of the endurant limb delivery system was activated prior to use. The evar was done percutaneously and the physician used a 6 fr sheath. The 6 fr sheath was removed and the delivery system was placed and advanced over the guidewire, however, the physician had a hard time getting it to go through the skin. The patient was bleeding from the percutaneous site due to the tapered tip was bigger than the incision made with the 6 fr sheath and the physician had hard time controlling. The patient loss about 30 to 40 cc of blood. A 14 and 16 fr dilator were used to dilate the artery and they were able to be inserted into the artery with no problem. Another attempt to insert the delivery system into patient was not successful. The delivery system did not make it through the skin. A gap of approximately 0.25 inch was noticed between the tapered tip and the outer hypo tube. The physician turned the blue handle to close the gap, however, the physician was not able to close the gap. The physician tried to advance the delivery system again without success. The manufacturer representative heard the device snapped as someone on the back table turned the handle. The gray front grip of the delivery system fell off from the delivery system. The front grip of the delivery system was then put back together. It was also reported that the back handle was falling off from the delivery system, however, the manufacturer representative did not see that happen. No shipping or packaging damage was noted. Another endurant limb was opened and was inserted into the patient with no problem. The evar case was successfully completed. The cause of inability to insert the delivery system into the vessel remains unknown. The cause of front grip falling off from the delivery system remains unknown. No additional clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The event was confirmed; the front grip could easily be detached from the delivery system. The root cause of the event could not be determined however, the over rotation of the external slider likely contributed to the event. The insertion difficulties event could not be determined from the returned device as the event occurred in vivo. The external slider was rotated to its home position and a 1mm gap was observed between the tapered tip and graft cover, which is within specifications.

Manufacturer narrative:
(B)(4).